Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital due to continuous beeping from the system controller, associated with a low voltage advisory alarm, wrench symbol. The on-call perfusionist replaced the system controller, which resolved the issue. According to the customer, the event appeared to be independent of the power source, as the alarm was active both when connected to the mobile power unit (mpu) and when operating on batteries.